Manufacturer narrative:
The device was not returned to mmdg for investigation. A DHR review was completed and no non-conformances were found. Because the device was not returned to mmdg, an investigation could not be completed. This report will be updated if the device is returned to mmdg.

Event description:
The initial reporter stated that they were having issues with repeated no flow out alarms. They also advised that they were using their bags for up to one week, instead of 24 hours. They advised that the pump also powered off during the night and didn't alarm. During the initial complaint communication, the initial reporter stated that there had been no harm to the patient due to the complaint, but that they had no further information. Mmdg did not make any further attempts to gather information. [Complaint-(B)(4)].